Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist will send a follow-up letter and has reviewed information the patient gave to a customer care advocate, cca, in 2009. The patient informed the cca that her meter would not turn on earlier that day although she had just replaced its battery(s). Because the product was at home and she was at work, the patient could not recall its name, stating "it's a onetouch". After launch on the day of the call, the patient began drinking "a lot of water." The patient continued taking her oral diabetes medications, glyburide and glucophage. The patient was asked to call when she returned home so that her product could be verified and trouble-shooting performed. However, the patient was not called back. Because the patient described having thirst and drinking more water, a symptom that can be attributed to hyperglycemia, the complaint is classified. The patient denied receiving medical intervention. If the patient verifies the type of meter she has, a supplemental will also be submitted.

Manufacturer narrative:
If the patient responds to this specialist so that product can be replaced if the subject meter and test strips are indeed lifescan products, then lifescan will request return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The patient did not recall the exact name of the products and serial and lot number.